Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s previous ins did not provide benefit so they replaced it. It was indicated that the issue had occurred since implant (B)(6) 2016).the lack of effect continued following the replacement, so the patient didn't use it.